Manufacturer narrative:
The reported event was unconfirmed, as the problem could not be reproduced. During the visual evaluation a cuff roll was not observed; however, the visual inspection noted that the catheters balloon is discolored (blue). The sample was received with a yellow connector assembled in the drainage lumen (which was not a part of the product) and with a white clamp just below the bifurcation of the silicone catheter. Also, heavy calcification was observed inside of catheter. No others defects were observed. During the functional evaluation. There was an attempt to inflate the balloon with air, and the balloon would not inflate. Subsequently, there was an attempt to inject 10cc of a mix of water and blue methylene and the balloon would not inflate. As a result, the catheter received was unable to be tested for the reported issue. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following. To deflate catheter balloon. Gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Visually inspect the product for any imperfections or surface deterioration prior to use."

Event description:
It was reported that despite deflating the foley balloon completely, the nurse was unable to remove the subrapubic catheter.. The complainant allegedly experienced sever pain; however, after the attempt, the nurse was unable to remove the catheter. The complainant reported that the nurse advanced the catheter and then tried again to pull the catheter out without success. The complainant was allegedly sent home with the catheter still in place, and the catheter continued to drain urine. Upon removal of the catheter, a ridge was observed.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that despite deflating the foley balloon completely, the nurse was unable to pull the subrapubic catheter out. The complainant allegedly "about came off the table" because the pain was so severe and the nurse was still unable to remove the catheter. The complainant reported that the nurse advanced the catheter and then tried again to pull the catheter out without success. The complainant was allegedly sent home with the catheter still in and the complainant reported that the catheter is still draining urine. Upon removal of the catheter, a ridge was observed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that despite deflating the foley balloon completely, the nurse was unable to pull the subrapubic catheter out. The complainant allegedly "about came off the table" because the pain was so severe and the nurse was still unable to remove the catheter. The complainant reported that the nurse advanced the catheter and then tried again to pull the catheter out without success. The complainant was allegedly sent home with the catheter still in and the complainant reported that the catheter is still draining urine. Upon removal of the catheter, a ridge was observed.